Event description:
The customer reported that during shift check test - the machine powers off after shock is given. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
(B)(4).